Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer had failed to eject the pocket. A field service engineer replaced the row tray and reseated the retractor band cable at both the drawer and the module controller. Additionally, the row board cable was reseated at the drawer controller. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system drawer pocket failed to release. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.